Manufacturer narrative:
The alleged time/date issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 500mg/dl with symptoms of dehydration and headache associated with a time/date reset issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. Reportedly, the time and date reset to default settings when the battery was out of the pump for less than 24 hours. This complaint is being reported based on the allegation that the patient experienced elevated bg associated with a time/date reset issue with use error as a contributing factor.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/22/2016 with the following findings: a review of the black box did not verify the time/date reset issue. A review of the total daily dose history showed two records for (B)(6) 2016 and (B)(6) 2016. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary (B)(6) battery. When a new (B)(6) battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the original complaint, investigation revealed that the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).